Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a new thoracic lead was added due to loss of coverage. It was noted that the existing lead had migrated. The physician chose to disconnect the migrated lead and added a new lead. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.